Manufacturer narrative:
The lens was returned dry, in a microcentrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the haptic bent, foreign material on lens surface (clear residue), and the lens missing piece of haptic. The patient's post-op vision is 6/12. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s, but not marketed in the u.s (B)(4). Conclusion code: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.5/4.5/087 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to lens rotation not associated with low vault, blurred vision, and lens repositioning. Lens was "removed and cataract procedure have been done due to changes on natural lens". The patient's post-op condition is "with aphakic lens and his vision is 6/12".